Event description:
Procedure: urological/gynecological. According to the reporter: the pt underwent a repair procedure and the pt allegedly experienced pain and injury. Pt has undergone or will undergo corrective surgery or surgeries. Additional info: the patient's attorney has alleged a deficiency against the device. Additional info has been requested, but not yet received.

Manufacturer narrative:
(B)(4). Additional info: date of report: (B)(4)2012. Device info: pelvicol acellular collagen matrix, ftl. Device MFR: tissue science laboratories, (B)(4). (B)(6).